Event description:
Physician reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified one curved opening on the radius and a crease fold. A microscopic analysis was performed which identified one sharp-edged opening and stress marks near of the opening site. This condition was assessed as surgical impact and wear/abrasion. Based on the device analysis the final assessment is: one sharp-edged opening on the radius assessed as surgical impact.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Physician reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.